Event description:
It was reported that the patient confirmed that the device set that was implanted in (B)(6) 2005, was removed a few days later due to an infection. It was confirmed that the patient had ¿(B)(6)¿ (although it was noted as (B)(6), it was interpreted to be (B)(6)). The device set was removed and then the patient didn¿t have any device until (B)(6) 2005 when a new device set was implanted. Information regarding the infection and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), product type: programmer, patient; product ID 7 48925, serial# (B)(4), product type: extension; product ID 3487a-33, lot# j0348843v, product type: lead; product ID 3487a-33, lot# j0348843v, product type: lead; product ID 748925, serial# (B)(4), product type: extension. (B)(4).